Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. Analysis results revealed that the outer tubing overlay was pulled apart due to overstress. Blood/body fluid was present on the distal conductor (not obstructed), the outer tubing overlay, and in/on the lobe mechanism. The lobe was distorted/bent. The lead was damaged at implant.

Event description:
It was reported that the locking sleeve disengaged from blue push tubing allowing the tube to come through the sleeve on the proximal side. There was no action taken. The sleeve was secured with sutures in the normal fashion. The lead initially remained in use but has subsequently been explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the locking sleeve disengaged from blue push tubing allowing the tube to come through the sleeve on the proximal side. There was no action taken. The sleeve was secured with sutures in the normal fashion. The device is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.